Event description:
It was reported that the patient presented in the clinic for follow-up. Fluoroscopy imaging performed revealed dislodgement of the right ventricular (rv) lead. The lead was explanted and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix noted partially extended and clogged with blood/ tissue. Visual and x-ray examinations did not find any anomalies except for procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification.